Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1316 mg/dl at the time of the incident. The customer has been to the hospital 3 to 4 times due to highs. The customer was given endotool to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was hospitalized due to a bent infusion set cannula. The customer had a low of 22 mg/dl while hospitalized and they were given food to treat. Troubleshooting was not completed. The customer needed assistance linking their meter to the pump. The insulin pump will not be returned for analysis.